Event description:
It was reported there was a possible problem with the implantable neurostimulator (ins). Ever since the patient had adaptivestim enabled her ins battery depleted much faster. Adaptivestim was programmed and activated on (B)(6) 2015 which was when she noticed this issue. Prior to this she was recharging every other day and wouldn¿t even let the ins battery level get down to even half. She would charge for 40-60 minutes. On the day of the report she charged it for three hours after adaptivestim was activated. The patient contacted their manufacturer¿s representative (rep) who mentioned that she had her settings set up real high. It was noted the patient was on her way home from physical therapy and was very exhausted and sometimes she could feel the wind blowing on her leg and she hadn¿t had this feeling going in a while. The patient went to sleep for six hours because she was so exhausted and woke up to find the ins empty again. It was confirmed that adaptivestim was active when she went to sleep. The patient reported that the ins was at zero and charged up to about ½ before she got tired and went to sleep. It was noted she charged on (B)(6) until she saw the ¿sprites,¿ and it took her all day long to get to this point. When she was charging she saw eight coupling boxes shaded and didn¿t have her stimulation on when she was charging. On the(B)(6) she turned her stimulation on because her thigh was hurting which started that same day, but once it stopped hurting she decided to turn her stimulation off. It was suggested to the patient to keep a log of recharging sessions and it was explained to her average charging from 0-100% with full coupling could be anywhere from four to six hours, and the higher her settings were the quicker her ins battery level would deplete. The patient further reported that manual stimulation didn¿t work as well when she lay on her side compared to adaptivestim which had always been this way. The patient also reported that she usually had back pain when she stood up so she had to set it up higher, and when she does this it helps. It was noted the patient was scheduled to meet with the rep. On (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was unknown if the patient's recharging frequency matched their settings. It was noted that the patient was trained and able to demonstrate effective recharging. The cause of the event was not determined and it was unknown if it was device related. It was stated that the patient could not recharge normally but the patient was getting good therapy; just recharging frequently. No troubleshooting or interventions were taken to mitigate or resolve the event. The patient recovered without permanent impairment. It was noted that this was not a patient care issue; the patient was just recharging often.